Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, a (B)(6) patient experienced left groin pain after altis procedure. Date of procedure : (B)(6) 2018 date of onset event : (B)(6) 2018 description of the event : left groin pain after implantation (prolongation of existing hospitalization). Pelvic MRI had a normal result. Treatment : ibuprofen 600mg (3 times per day). Status of the event : resolved on (B)(6) 2018. Last patient visit to the surgeon on (B)(6) 2018 : device still implanted. According the investigator, the event is related to the procedure.

Manufacturer narrative:
This follow-up MDR is created to document the corrected event information and the conclusion of the investigation. The device remains implanted. Without the benefit of analyzing the device, quality cannot confirm any observations and cannot comment on the condition of the device. If the device becomes available, or additional information is received, quality will re-evaluate this complaint in accordance to procedures. However, because quality's examination may not conclusively confirm or disprove the report of pain, quality accepts the physician's observations. This complaint was forwarded to the contract manufacturer (cm) for review. The cm reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no significant trends for lot 5559448. Review of nonconforming reports revealed no nonconformance's for this lot. No capas are associated with this lot. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information no further corrective action is required at this time.

Event description:
Description of the event : left groin pain after implantation (prolongation of existing hospitalization). Pelvic mrt (magnetic resonance tomography) had a normal result.